Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to second of two lithovue flexscopes used in the same patient and procedure. Refer to manufacturer report number MFR. Report # 3005099803-2021-02734 for the first scope. It was reported to boston scientific corporation that two lithovue flexscopes were used in the kidney during a flexible ureteroscopy procedure performed on (B)(6) 2021. During procedure, one lithovue flexscope was plugged into the monitor and a hardware malfunction user message appeared on the screen. Another of the same scope was plugged in and the same message appeared. The procedure was cancelled due to this event. There were no patient complications reported as a result of this event.